Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was reported as "due to contamination on patient's part." It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified medication for peritonitis. Patient outcome and action taken with pd therapy were not reported. It was not reported if the patient was retrained on the proper aseptic technique. Declined to provide additional information.